Event description:
Complainant alleged that while attempting to treat a (B)(6) patient, after delivering one shock to the patient, the device inappropriately shut down. The clinician indicated the patient did not require additional shocks and was delivered to the hospital. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.